Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device and associated lead displayed high, out of range shock impedance measurements. The rise to out of range was gradual. There were no adverse patient effects. The system remains in service.